Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flow opening. Crease/folding of implant: creases were observed. Additional observations: creases were observed. Wear abrasion observed. Yellow particles were observed inner of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "any creases." Device has been explanted and replaced.